Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: lowest blood glucose (bg) level observed via continuous glucose monitor (cgm) data on (B)(6) 2018 was 80 mg/dl. Cgm alert 3 (cgm glucose reading below user¿s threshold) was annunciated. Immediately after acknowledging the cgm alert 3, the user delivered a bolus without entering current bg and still having insulin on board (iob). Complaint could not be confirmed. Making bolus requests and still having insulin on board could lead to a low bg event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 50 mg/dl. To treat the low bg level, carbohydrates were consumed. Recommendation was made to consult with health care provider regarding diabetes management.